Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with ceftazidime (intraperitoneally (ip), for five days, dose and frequency not reported) for peritonitis. Five days after the onset, the patient was again treated with gentamicin (ip, dose and frequency not reported) and ciprofloxacin (orally, dose and frequency not reported) for peritonitis. The patient was discharged from the hospital five days after admission. At the time of this report, the treatment with antibiotics was ongoing and the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.